Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd maxzero¿ needleless connector experienced leakage. The following information was provided by the initial reporter: this is a report about leakage between mz1000 and phaseal IV line. During administration of an antiemetic drug into a peripheral vein through phaseal IV set with the use of maxzero, fluid leakage between the maxzero and the phaseal IV set was observed. The leakage occurred even at a rate of 200 ml/h.

Manufacturer narrative:
A mz1000 product was not available for investigation; and the lot number of the complaint sample was reported as unknown. The feedback provided by the customer indicates leakage was detected from the maxzero device in connection with a phaseal IV set. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the complaint sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero component in the past 12 months.